Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted; no anomalies were noted with the hand piece temperature. The reported event of hand piece overheating could not be confirmed. However, the hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. In addition, it was found that the hand piece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the handpiece is overheating. Another device was used to complete the procedure. There was no pt consequence.